Event description:
(B)(4). Started experiencing severe abdominal pains and prolonged menstrual cycles that last anywhere from 1 to 3 months became very fatigued started getting severe migraines and sharp stabbing pains in the left side of my chest my hair as started thing and my teeth are crumbling in spots I also completely lost my sex drive to the point I didn't even notice it was gone my husband had to point it out to me I occasionally have hot flashes and cold sweats that have yet to be explained as why.

Event description:
(B)(4). Had an x-ray done to try to locate coils; found out I have 3 coils placed two on left and one on right; right side marker is broken and none of the coils seem to be in their proper place.